Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the spring on the unspecified bd insyte¿ autoguard¿ catheter safety mechanism broke, causing it to "explode" and shoot the needle off several feet away. The following information was provided by the initial reporter: "at least 5th episode of spring loaded "safety" mechanism of "automated retraction technology" breaks, shoots needle multiple feet away, missed the patient and nurse by a few inches. When safety mechanism activated, needle mechanism explodes."

Manufacturer narrative:
H6: investigation summary: as a material number, valid lot number, and a sample were all unavailable for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the spring on the unspecified bd insyte¿ autoguard¿ catheter safety mechanism broke, causing it to "explode" and shoot the needle off several feet away. The following information was provided by the initial reporter: "at least 5th episode of spring loaded "safety" mechanism of "automated retraction technology" breaks, shoots needle multiple feet away, missed the patient and nurse by a few inches. When safety mechanism activated, needle mechanism explodes."